Manufacturer narrative:
(B)(4).

Event description:
A licensed practical nurse (lpn) complained of questionable high results for 1 patient tested on a coaguchek xs with a serial number of (B)(4). At 2.19 pm the nurse got a patient result of 7.8 inr. At 2:24 pm the nurse got a patient result of 6.6 inr. At 2:27 pm the nurse got a patient result of 4.3 inr. A different finger was used for each of the results. The results alleged by the nurse were observed in the meter¿s result memory with correct date, but timestamp appears to be offset. The erroneous results were released outside of the laboratory, but the doctor did not know which results were corrected. The doctor assumed that since all the results were high that they should withhold the patient's coumadin for two days. The patient's therapeutic range is 2.0-2.5 inr. The patient does not have antiphospholipid antibodies, no hematocrit concerns, no heparin, and not using any direct thrombin inhibitors. There were no new medications, no dietary changes, no illness reported, and no abnormal bleeding or bruising. The meter and test strips were requested for investigation. Replacement product was sent. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors were measured. Donor 1 inr: 2.6 inr; donor 2 inr: 2.8 inr ; donor 1 hct: 42% ; donor 2 hct: 60%. Donor 1: retention meter with masterlot strips: 2.6 inr. Customer meter with customer strips: 2.6 inr. Donor 2: retention meter with masterlot strips: 2.8 inr. Customer meter with customer strips: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Relevant retention test strips (lot 272166) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
Additional information was received that the results for the testing of the customer meter with customer strips result for donor 2. Were incorrect. Actual results were: donor 2: retention meter with masterlot strips: 2.8 inr, customer meter with customer strips: 2.8 inr.